Manufacturer narrative:
The system was tested using a burt head and obtained a predicted error of 1.4mm using pointmerge; reported as inaccurate on the septum. RMA issued. Software investigation in progress.

Event description:
A site representative reported that during an ent case, the surgeon alleged an inaccuracy while navigating. He performed a pointmerge registration and had a predicted error of 1.2mm. A medtronic ent representative was troubleshooting with the site, and tested on a burt head and it was still inaccurate. This area was encompassed by the 1mm accuracy sphere. The surgeon completed the surgery with the use of the fusion navigation system. There was no impact on the patient.